Event description:
On 03/14/2024, it was reported by a sales representative via phone that an abs-2016-02 biosurge kit had a hole in the tubing and blood spilled out of the kit. This occurred during use in a case with no patient effect. Procedure completed using another kit. Delay in case 10 minutes.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion and/or assembly of the cassette.